Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The analog board was replaced. The device was recertified and returned to the cusotmer. The suspect analog board was returned to zoll medical, united states. The customer's report was duplicated and attributed to the ECG shields on analog board. Analysis for reports of this type has not identified an increase in trend.